Manufacturer narrative:
Follow-up was received on 31-may-2012 and 03-jun-2012, regarding the laboratory test results. White blood cells in the aspired joint fluid was 4250 (units unknown). Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Additional information was received on 14-may-2012 from the physician it was reported that "the swelling and walking difficulty were accompanying symptoms to the arthritis, not the adverse events and it was confirmed that pyrophosphoric acid was negative for crystal test on (B)(6) 2011." On (B)(6) 2011, the patient recovered from the event of arthritis. Evaluation summary: the product lot number was not provided, and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 16-dec-2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) year old female patient, initials (B)(6), with osteoarthritis of both knees (kellgren-lawrence grade ii-iii). The patient's medical history was significant for hypertension, long term administration of suvenyl (purified sodium hyaluronate) into the left knee and total knee arthroplasty on the right knee. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) at 2 ml, in the left knee. The synvisc lot number was not provided. On (B)(6) 2011 and (B)(6) 2011, the patient received the second and third synvisc injections respectively. Later on an unspecified date in (B)(6) 2011, the patient complained of feeling of swelling. On (B)(6) 2011, swelling and pain exacerbated and the patient developed arthritis. Therefore, the patient received treatment with drip infusion everyday on an outpatient basis. On (B)(6) 2011, blood tests were performed which revealed white blood cell count at 5670 (units not provided), c-reactive protein at 10.1 mg/dl and red blood cell sedimentation rate at 110 mm (normal ranges not reported). On (B)(6) 2011, repeat tests revealed white blood cell count at 5650, c-reactive protein at 14.1 mg/dl and red blood cell sedimentation rate was not measured. On an unspecified date in (B)(6) 2011, 35 ml of yellow opacified fluid was aspirated and culture test yielded negative results. On (B)(6) 2011, the patient was hospitalized as the events did not resolve. The patient also experienced difficulty in walking. The action taken with synvisc was not provided. The patient's outcome for the events of arthritis, difficulty in walking, pain exacerbated (knee) and "feeling of swelling (knee)" was not yet recovered. The outcome for the event of knee effusion was not provided. Concomitant medications were not provided. The intensity of all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definitely related. The relationship between synvisc and the events of difficulty in walking, pain exacerbated (knee), "feeling of swelling (knee)" and knee effusion was not provided by the reporting physician.

Manufacturer narrative:
Additional information was received on 26-dec-2011 from a physician. The patient had moderate osteoarthritis for two years with prior effusion, osteophytes and narrowing of joint. Osteoarthritis was kellen and lawrence grade IV. The patient had not received nsaids, visco supplementation and steroids in the past. The patient had no prior history of allergy. Prior to injection on (B)(6) 2011, she had no infection generally, but had complicating hypertension which easily induces infection, he had no skin disease, infection or joint inflammation around the injected knee. All synvisc injections were given into external suprapatellar pouch of left knee under sterilizing technique after sterilizing the injection site with iodine. On (B)(6) 2011, 35 ml of joint fluid was aspirated. On the same day, the patient received treatment with drip infusion on an outpatient basis for 10 days. On (B)(6) 2011, a repeated blood test was performed which revealed white blood cell count at 631 0/mm3 (normal range: 3500mm3 to 9500/mm3) and c-reactive protein at 7.5 mg/dl (normal upper range: 0.5mg/dl). On (B)(6) 2011, second culture was performed which was negative and speculum revealed negative calcium pyrophosphate and positive white blood cells in joint fluid. On the same day, blood tests were performed which revealed white blood cell count at 4250/mm3 and c-reactive protein at 3.8 mg/dl and erythrocyte sedimentation rate at 123 mm/hr (normal range: 2mm/hr to 15mm/hr). On (B)(6) 2011, blood tests were performed which revealed white blood cell count at 4030/mm3 and c-reactive protein at 2.8 mg/dl and erythrocyte sedimentation rate at 114mm/hr. On (B)(6) 2011, swelling disappeared and the patient was able to walk spontaneously without cane. On an unspecified date in (B)(6) 2011, the patient recovered from arthritis. The intensity for the event of arthritis was assessed as severe. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.